Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally missed selecting b1, and b2 in initial report. Please see the correct selection in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during a visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 100cc silicone prosthesis experienced right sided rupture post procedure. MRI, and physical examination was performed by a physician and rupture was diagnosed. As a result, an explant was performed on (B)(6) 2020.